Event description:
I had allergan silicone breast implants placed in 2006. In 2022 I began having left breast pain. I had a mammogram in (B)(6) 2022 which found a ruptured left breast implant and also invasive ductal carcinoma. The ruptured implant was ruptured into my axilla and was removed the best it could be. I have undergone surgery and radiation and now starting tamoxifen. All genetic testing was normal. I am 46 years old. Reference report #mw5117475.